Event description:
Boston scientific received information that during a device check, loss of capture (loc) was observed on this right ventricular (rv) lead. The lead was confirmed to be dislodged. During a lead revision, this rv lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.